Manufacturer narrative:
Plant investigation: additional information was not provided from the customer despite making several attempts to obtain it. According to the intake information, there are two probable failure patterns that could be attributed to this issue. (1) electrical storms in the area caused power surges in the local power grid that damage 24vdc power supply units (stage 1 and stage 2) and cause the blown 3.15a. This failure pattern has no assigned CAPA due to improper environmental conditions. (2) discolored charred wires/bad electrical contact at the motor protection switch (mps). Insufficient contact pressure between the cable lugs and their contact pins on the mps results in bad electrical contact, a high contact resistance and in combination with the high pump motor current, a high thermal load/stress on the wiring occurred. As result the wiring becomes discolored and charred. This is a known failure type. Corrective actions were defined and implemented. The design of the wiring was changed. The affected device was built before the implementation of corrective actions. The review of the repair history reveals one previous complaint in which the monitor hood stage 1 was opened for replacement/reconnecting the level rod. The complaint has no relation to failure pattern (1) and there is no indication from the provided information that this previous service is related to failure pattern (2). It is recommended, if not already done, to replace both 24vdc power supply unit (B)(4) and the blown 3.15a fuses (B)(4). Furthermore, replace the connection wires, power cords and the motor protection switch in stage 1 and stage 2 to prevent further issues. A review of similar complaints is not required in this case as the event is a known issue. A review of the device history record is also not required as the probable failure patterns are not related to a manufacturing issue.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a spark was observed within stage 2 of the aquabplus reverse osmosis (ro) system when it was supplied with power. The reported issue occurred during machine repair. Initially there was no power to stage 1 and the display was black. Troubleshooting determined that both 24v power supply board had failed. Both 3.15a fuses in the stage 2 were blown and blew again after they were replaced and power was resupplied. A hot electrical smell was also observed under the stage 2 monitor hood. The biomed confirmed that both 3.15a fuses in stage 1 were unaffected. It was recommended to the biomed that both pcbs and blown fuses be replaced. The biomed did confirm that electrical storms did pass through the area on or around the reported event date. There was no personal harm to anyone as a result of the identified thermal damage. Additional information was requested but a response was not received. No parts were returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a spark was observed within stage 2 of the aquabplus reverse osmosis (ro) system when it was supplied with power. The reported issue occurred during machine repair. Initially there was no power to stage 1 and the display was black. Troubleshooting determined that both 24v power supply board had failed. Both 3.15a fuses in the stage 2 were blown and blew again after they were replaced and power was resupplied. A hot electrical smell was also observed under the stage 2 monitor hood. The biomed confirmed that both 3.15a fuses in stage 1 were unaffected. It was recommended to the biomed that both pcbs and blown fuses be replaced. The biomed did confirm that electrical storms did pass through the area on or around the reported event date. There was no personal harm to anyone as a result of the identified thermal damage. Additional information was requested but a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: g3 (date received). The date received on the initial submission of this MDR report was incorrectly stated as 6/23/2023. The correct date should be 6/19/2023.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that a spark was observed within stage 2 of the aquabplus reverse osmosis (ro) system when it was supplied with power. The reported issue occurred during machine repair. Initially there was no power to stage 1 and the display was black. Troubleshooting determined that both 24v power supply board had failed. Both 3.15a fuses in the stage 2 were blown and blew again after they were replaced and power was resupplied. A hot electrical smell was also observed under the stage 2 monitor hood. The biomed confirmed that both 3.15a fuses in stage 1 were unaffected. It was recommended to the biomed that both pcbs and blown fuses be replaced. The biomed did confirm that electrical storms did pass through the area on or around the reported event date. There was no personal harm to anyone as a result of the identified thermal damage. Additional information was requested but a response was not received. No parts were returned to the manufacturer for physical evaluation.